Event description:
It was reported that the patient received shocks for what was determined to be electromagnetic interference noise while jump-starting a car and holding a reciprocating saw. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).